Event description:
Event description guidant received information that during an elective implantable cardioverter defibrillator (ICD) replacement for elective replacement indicator (eri), this chronic long pin endocardial lead was noted to have insulation damage. A small amount of noise was seen on the shock electrogram. After inspecting the right ventricular lead further, it was found that the conductor wires were also partially damaged. The yoke of the lead was positioned in a 90 degree anterior/posterior position.